Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had an error alarm indicating that the device failed the self test. Caller reported that the customer had blood glucose levels over 300 mg/dl for one week leading up to the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.